Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, missing end cap sticker, broken reservoir tube lip and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported damage to the reservoir lock compartment. The customer stated that there is a crack above the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.